Event description:
The vacuum was not operating correctly; however, the system did not generate any error codes. There was no patient harm.

Manufacturer narrative:
During the investigation, it was discovered that the event was due to failure of the vacuum regulator valve. Spectrum medical returned the component to the supplier where the component was scrapped.